Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician achieved common femoral arteriotomy closure with the starclose device after an unspecified procedure. The device was difficult to remove. The physician did not activate the safety release or vessel locator buttons, but pulled the device out using some pressure. Hemostasis was achieved with the device. There was no adverse pt sequela. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the clip remains in the pt and the clip applier device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.